Event description:
A report was received that the patient had an infection at the ipg site. It was also noted that the pocket site was getting bigger and the patient was having difficulty charging the ipg. The patient was placed on antibiotics and underwent revision wherein the ipg was relocated. The patient was doing well postoperatively.

Event description:
A report was received that the patient had an infection at the ipg site. It was also noted that the pocket site was getting bigger and the patient was having difficulty charging the ipg. The patient was placed on antibiotics and underwent revision wherein the ipg was relocated. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient showed symptoms of swelling and drainage at the ipg site. It was also stated that the infection was not device and procedure related, cause was unknown.